Event description:
Smith & nephew coblator ii disposable handpiece clogged and would not suction. It was unclogged with a wire brush but clogged again twice. There was no harm to any patient and another piece of equipment was brought to the operating room. Manufacturer response for coblator, (brand not provided) (per site reporter). They have sent return instructions to have by email. Product will be sent back to them for analysis.